Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately six years and four months of post deployment, a computed tomography of abdomen and pelvis was performed for filter evaluation. The study showed that positive for caval perforation. The superior extent of the inferior vena cava filter at l1-l2 disc space and inferior extent at l2-l3 disc space. A total of six prongs have perforated the inferior vena cava with maximum distance prongs perforated 6 mm. The coronal images showed 0-degree tilt and no sagittal images have been submitted. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 02/2014). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated into inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the prong has been near the patient aorta. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 02/2014.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated into inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the prong has been near the patient aorta .the current status of the patient is unknown.